Event description:
.

Manufacturer narrative:
(B)(4). Additional information: was the patient already released from the or when the bleeding was discovered? Yes. Was the bleeding treated during the colonoscopy? Yes. Was there any patient specific condition that may cause the bleeding (e.g. Radiothereapy)? No. On what tissue type was the device used? Sigma. What was the quality of the tissue? Good. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Sound and tactile. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? In the middle. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? One line stapler line, side to end. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Sound and tactile. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? No.

Manufacturer narrative:
(B)(4). Information not available; device was not returned for analysis. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, bleeding occurred on the staple line. The patient had to have a colonoscopy and had to go back to the o.r. To control the bleeding and to be treated. The condition of the patient immediately after the event was critical due to the bleeding. There was also risk of infection and damage to the staple line. The customer disposed of the device. Additional information has been requested; if more information is received, a supplemental medwatch will be sent.